Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had the watchman closure device implanted. A couple of hours post procedure the patient experienced a cerebral vascular accident. At an unknown time a few days later, the patient died.